Manufacturer narrative:
The DHR could not be reviewed as the lot number is unk. One pta catheter, still introduced in the introducer of unk origin was received for evaluation. Upon inspection of the returned sample, the catheter was still introduced through a 7f introducer. The proximal portion of the balloon was protruding from the distal end of the introducer. The most distal portion of the balloon was missing and was not returned. Protruding from the proximal end of the introducer, the outer shaft of the catheter appeared to be stretched, torn and separated. There appeared to be evidence of a tensile failure and a shaft rupture. The event description states: an inflation device was used, but to what atm of pressure was not known. The balloon could be easily removed distally from the introducer. The portion of balloon that was in the introducer had a tight wrapped profile. Measuring from the balloon proximal band, the remaining portion of the balloon was approx 8.5cm in length, indicating that only approx 1cm-2cm of the balloon was missing. No further analysis could be performed due to the condition of the sample. The result of the investigation was confirmed for a shaft break, root cause unk. It is unk if pt or procedural issues contributed to the event. The current IFU (instructions for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that during a fistulogram in the arm, as the doctor was removing the device through the 7f sheath, the catheter broke in half. The balloon had been inflated and deflated several times, how many times is unk. An inflation device was used, but to what atm of pressure was not known. The balloon catheter and the sheath were removed together and there was no injury to the pt.